Event description:
The customer reported that the screen is black when turned on. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu battery and the battery holder. The system operates as intended.